Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what portion of the cartridge was damaged when the event states, ¿a broken fraction of the cartridge was barely attached to the side of the cartridge in the jaws after the 2nd firing.¿ was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did the broken fraction of the cartridge fall into the patient? If yes, was the broken faction retrieved?

Event description:
It was reported that during an open pneumonectomy, it was found that a broken fraction of the cartridge was barely attached to the side of the cartridge in the jaws after the 2nd firing. The deployed staples were formed properly and the cut line was completed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify what portion of the cartridge was damaged when the event states, ¿a broken fraction of the cartridge was barely attached to the side of the cartridge in the jaws after the 2nd firing.¿ was the plastic portion of the cartridge damaged? Yes. Was the metal cartridge pan separated from the plastic portion of the cartridge? No. Did the broken fraction of the cartridge fall into the patient? No information.

Manufacturer narrative:
(B)(4). Batch # p56f02. Device evaluation: the analysis found that one pce45a device was returned with no apparent damage and with one gst45d cartridge reload loaded on the device. The reload was received fully fired with no apparent damage. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.